Manufacturer narrative:
On (B)(6) 2011 case (B)(6) contacted (B)(4) via e-mail to report that she did not have a successful pumping session. (B)(4) sent replacement parts. On (B)(6) 2011, (B)(4) spoke with case (B)(6). She stated that she was having difficulty letting down. Case (B)(6) stated that she is very stressed and thinks that is why but would like to speak with our lactation consultant for advice. Case (B)(6) reported that she is fighting with husband. On (B)(4) 2011, case (B)(6) contacted (B)(4) via email to report that the lactation consultant's advice has helped a little and that the help was appreciated. On (B)(6) 2011, (B)(4) left a voice message to f/u. On (B)(6) 2011 (B)(4) left a message. On (B)(6) 2011, case (B)(6) returned the call with an update. The parts are working correctly. Case (B)(6) is expressing 5 oz in 20 minutes currently. Baby is (B)(6) old. Case (B)(6) reports that the stress level at home is what is hindering her milk flow. Lactation consultant has advised case (B)(6) in stress-reducing techniques.

Event description:
On (B)(6), case (B)(6) felt a lump in her breast. She contacted her midwife who diagnosed mastitis. The midwife prescribed antibiotics on (B)(6) 2011. On (B)(6), case (B)(6) attempted to use the breast pump and was not able to express milk.